Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent was deployed in the wrong location. The target lesion was located in the 60% stenosed and mildly calcified superficial femoral artery. A contralateral approach was used to access the lesion. The lesion was crossed with a non-bsc guidewire and a non-bsc sheath was used. A 6x20x130 innova¿ stent was selected for use. During deployment, the stent stuck on the wire and it was pulling the wire back so it was completely deployed in the wrong location. Another stent was implanted, overlapping the innova stent, to cover the initially intended location. There were no further patient complications reported and the patient status is fine.